Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents, failed battery test, prime/fill anomalies and no excessive no delivery/occlusion alarm due to motor error alarms. Pump received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in a rewind loop and had failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she put the bolus in. It was vibrating and it said no delivery. Then she tried to enter the bolus and then it went into the rewind. The customer put it in her ear and she could hear it rewind. The thing wasn't moving. It was rewinding for a while. The customer reported that she finally took the battery out and then it said failed battery test. The customer continued to troubleshoot under the prime and rewind troubleshooting. The customer reported that the pump died. The customer reported that they were stuck in rewind complete and bolus delivery loop. The customer reported that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.